Manufacturer narrative:
The alarm trace from oct-2022 until 13-mar-2023 revealed 169 sample clot alarms and 46 alarms of abnormal measuring cell conditions. The alarm trace for 3 months did not show explicit sample quality problems. The investigation analyzed (B)(6) 2023 sample pictures from the sample foam detection camera. The images showed that the tube gripper was very dusty. These dust particles may be transferred into the tube, causing small changes in signal counts leading to huge changes in the result. It was noted that some tubes have a very small diameter, so they might not grip as they are supposed to. Product labeling states "list of maintenance actions on the c 701 and c 702 modules maintenance is required to ensure that the instrument works properly and to keep the risk of contamination low. You must observe the maintenance intervals listed in the table." "Maintenance as required on the core unit and the msbs cleaning the surface of the core unit for regular cleaning, such as cleaning the surface from dust, use deionized water only.". The investigation confirmed that the customer's minimum approximate clotting time for samples 6 and 7 - from extraction until centrifugation was 10 minutes. The clotting time was too short as the recommended clotting time is 30 minutes after collection. It was also noted on the (B)(6) 2023 sample pictures from the sample foam detection camera that some samples showed inhomogeneous patterns, suggesting that processes (e.g. Clotting) were not completed. A general reagent or instrument problem was excluded based on the provided qc data. The investigation determined that the event was due to a sample handling error (incomplete clotting and dust/contaminants in the analyzer).

Manufacturer narrative:
Samples 5 and 6 were received for investigation. The samples were tested for the presence of a heterophilic interfering factor. A heterophilic interfering factor could not be identified in the samples. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys results from eight patient samples tested on the cobas e 801 module with serial number (B)(4). The reporter suspects that there may be interference in the patient samples the reporter reruns "strange" samples as this was a known issue, but it is unknown if the initial results were reported outside of the laboratory. Sample 1: on (B)(6) 2023, the initial result was 20.40 pg/ml. The first repeat result was 10.1 pg/ml. On (B)(6) 2023, the second repeat result was 7.46 pg/ml. Sample 2: on (B)(6) 2023, the initial result was 9.23 pg/ml. The first repeat result was 8.0 pg/ml. On (B)(6)2023, the second repeat result was 5.39 pg/ml. Sample 3: on (B)(6) 2023, the initial result was 36.10 pg/ml. The first repeat result was 26.20 pg/ml. On (B)(6) 2023, the second repeat result was 13.40 pg/ml. Sample 4 on (B)(6) 2023, the initial result was 45.20 pg/ml. The first repeat result was 41.6 pg/ml. On (B)(6) 2023 at 1:23 am, the second repeat result was 28.90 pg/ml. The third repeat result was 15.80 pg/ml. Sample 5 on (B)(6) 2023, the initial result was 20.90 pg/ml. The first repeat result was 14.1 pg/ml. The second repeat result was 8.35 pg/ml. Sample 6 on (B)(6) 2023 at 5:21, the initial result was 27.60 pg/ml. The repeat result at 9:29 am was 11.2 pg/ml. Sample 7 on (B)(6) 2023 at 6:03, the initial result was 51.30 pg/ml. The first repeat result at 7:53 was 86.1 pg/ml. The second repeat result at 9:21 am was 23.50 pg/ml. The third repeat result was 23.50 pg/ml. Sample 8 on (B)(6) 2023, the initial result was 25.40 pg/ml. On (B)(6) 2023, the first repeat result was 11.7 pg/ml. The second repeat result at 1:52 am was 12.00 pg/ml.